Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc device. The customer received a scan of 12.7 mmol/l and based on that self treated with an insulin. After an unspecified amount of time the customer was unable to stand and had a seizure where a blood glucose test of 2.1 mmol/l was obtained on the built in and was given a grape drink in sports drink by third party. No further treatment was required. There was no report of death or permanent impairment associated with this event.